Event description:
It was reported that after an infusion set change with an ilet system using contact detach sets, blood glucose rose to approximately 351¿400 mg/dl following a meal, with concern for reduced insulin delivery at a site with known scar tissue; fingerstick measured 336 mg/dl versus a higher sensor reading, and insulin delivery activity was visible in the app. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included communication with the user and analysis of information provided by the user, along with guided infusion site change and tubing fill to confirm delivery; glucose trended downward thereafter. Investigation of this case revealed no findings available, and device problem and component details were limited due to insufficient information. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.